Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2008. According to the complainant, 10 days post placement, the balloon dislodged out of the patient. The user believed that the balloon was damaged as water could not be removed from it. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.